Manufacturer narrative:
A1, patient identifier: added data.

Manufacturer narrative:
D10. Returned to manufacturer on: entered date. D10. Device available for evaluation?: selected "yes". H6. Method code 2: added code. H6. Results code 2: added code. The gore® excluder® contralateral leg component plc141200 / 19947438 was returned to gore together with the guidewire and an engineering evaluation was performed. During the device evaluation it was found that the entire device could be loaded over the guidewire without resistance. Based on the findings from the evaluation, the physician¿s observation that much resistance was felt when attempting to advance the device catheter over the guidewire could not be confirmed. The cause for the advancement difficulties through a guidewire could not be determined with the currently available information.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore implanted with gore® excluder® aaa endoprostheses. During preparing a gore® excluder® contralateral leg component plc141200 for the procedure, much resistance was felt when attempting to advance the device catheter over the guidewire outside of the patient. The wire eventually became stuck during the movement inside the catheter lumen and subsequent retraction attempts were futile. The reason for the resistance was reportedly unknown. The plc component was replaced and physician concluded the procedure as planned.